Manufacturer narrative:
(B)(4).

Event description:
Noise and inappropriate shocks were reported on this lead. The patient was brought in for a follow-up where the noise could not be recreated. Sensing, threshold and impedance values were all in range. This lead remains implanted.

Manufacturer narrative:
On (B)(6) 2017 - we were notified that the noise and inappropriate shocks caused the device to go into early eri. The patient was occluded on the left so a new system was implanted on the right side. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.